Event description:
It was reported that during a left side atrial tachycardia ablation procedure, the lasso catheter got stuck in the pt's prosthetic/mechanical valve. As result the pt had to undergo an open heart surgery. It was reported that the pt was fine.

Manufacturer narrative:
Procedure date was in 2008; however, the exact date was unk. The instruction for use contraindicates use of the catheter in pt with prosthetic valve. Investigation is still in progress. A supplemental report will be submitted once the investigation is completed. Biosense webster MFR's ref. No.'s are related to the same incident.